Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient experienced a pneumothorax after the enb case was completed. The patient required a chest tube and was hospitalized for one day.